Event description:
It was reported that the ilet pump stopped functioning because the wireless charging pad did not power or light, and the pump did not charge even when correctly oriented and after removing the belt clip. The issue concerned the charger component and presented as a charging problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.